Manufacturer narrative:
Diopter: -17.00. Device evaluated by manufacturer? No. Lens not returned. Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -17.0 diopter in the patient's right eye (od) on (B)(6) 2011. The lens was explanted on (B)(6) 2014 due to low vault and was exchanged for a longer lens. The problem was resolved. Patient visit on (B)(6) 2014 - ucva was 20/20.